Event description:
It was reported that the patient underwent a surgical procedure with an artificial urinary sphincter (aus) due to swelling in the scrotum and incontinence. No further information is available at this time.

Event description:
It was reported that, one month post-implant of this artificial urinary sphincter (aus), the patient developed swelling in the scrotum that was believed to be due to the procedure or device. The swelling resolved. Further information received indicated the patient experienced incomplete bladder emptying and incontinence. The patient was scheduled for a revision surgery, but that was cancelled due to a skin infection resulting from the incontinence. No further patient complications were reported.

Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. A review of the manufacturing records was performed and no issues that could have contributed to this event were found. Furthermore, the review of the manufacturing records did not identify any failure of the product to meet its material, assembly, or performance specifications. The reported patient symptoms are a known risk associated with implant of these device as indicated in the instructions for use (IFU). Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation. Corrected data: d4, d10, h4.

Event description:
It was reported that, one month post-implant of this artificial urinary sphincter (aus), the patient developed swelling in the scrotum that was believed to be due to the procedure or device. The swelling resolved. Further information received indicated the patient experienced incomplete bladder emptying and incontinence. The patient was scheduled for a revision surgery, but that was cancelled due to a skin infection resulting from the incontinence. Further information received indicated the patient had this aus replaced due to a mechanical issue as the cuff was too loose. The patient was discharged the same day without a foley catheter. The event resolved. No further patient complications were reported.

Manufacturer narrative:
Based on the information available, the product analysis of the artificial urinary sphincter (aus) could not confirm the reported swelling in the scrotum because the device was not returned to boston scientific. Review of the manufacturing documentation did not find any evidence that the device failed to meet product specifications prior to shipment. The labelling review does indicate that swelling is an adverse event and included as a harm in the hazard analysis. Based on analysis results, the swelling reported is an adverse event of the surgical implant of the device and is a known inherent risk with the aus.

Event description:
It was reported that the patient underwent a surgical procedure to have an artificial urinary sphincter (aus) implanted. One month after the procedure, the patient developed swelling in the scrotum that is believed to be due to the procedure or device. The event was resolved and no further patient complications were reported.

Manufacturer narrative:
Correction to h6 conclusion code and h10 summary of MFR eval. There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reason for swelling, incontinence, urinary retention, mechanical issue, and the size incorrect for the patient are determined to be unintentional interaction. The device was reported to be in good condition when the package was opened, and the product record review did not identify a product quality issue or new patient harm. A conclusion of unintended use error caused or contributed to the event was chosen.

Event description:
It was reported that, one month post-implant of this artificial urinary sphincter (aus), the patient developed swelling in the scrotum that was believed to be due to the procedure or device. The swelling resolved. Further information received indicated the patient experienced incomplete bladder emptying and incontinence. The patient was scheduled for a revision surgery, but that was cancelled due to a skin infection resulting from the incontinence. Further information received indicated the patient had this aus replaced due to a mechanical issue as the cuff was too loose. The patient was discharged the same day without a foley catheter. The event resolved. No further patient complications were reported.

Manufacturer narrative:
Correction made to b2 outcomes attrib to adv event. Updated information to b3 date of event, b5 describe event or problem , d4 product catalog, serial number, expiration date, unique identifier, model number and lot number, d6a implant date, and h4 device manufacture date.

Event description:
It was reported that the patient underwent a surgical procedure to have an artificial urinary sphincter (aus) implanted. One month after the procedure, the patient developed swelling in the scrotum that is believed to be due to the procedure or device. The event was resolved and no further patient complications were reported.

Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reason for swelling, incontinence, urinary retention, mechanical issue, and the size incorrect for the patient are determined to be unintentional interaction. The device was reported to be in good condition when the package was opened, and the product record review did not identify a product quality issue or new patient harm. A conclusion of unintended use error caused or contributed to the event was chosen. Correction to h6 conclusion code and h10 summary of MFR eval.

Event description:
It was reported that, one month post-implant of this artificial urinary sphincter (aus), the patient developed swelling in the scrotum that was believed to be due to the procedure or device. The swelling resolved. Further information received indicated the patient experienced incomplete bladder emptying and incontinence. The patient was scheduled for a revision surgery, but that was cancelled due to a skin infection resulting from the incontinence. Further information received indicated the patient had this aus replaced due to a mechanical issue as the cuff was too loose. The patient was discharged without a foley catheter. The event resolved. No further patient complications were reported.